Event description:
Patient arrived to clinic for adequacy collection and presented with transfer set still attached to (amia cycler) patient line. Patient reports attempting to disconnect from patient line, the navy tip of the transfer set detached. Patient reports that transfer set was closed and patient line was clamped as he was attempting to disconnect.